Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope melted around the instrument channel outlet at the distal end of the forceps. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, and h3. Since the device is more than 13 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred because the high-energy endo therapy accessories, such as lasers or high-frequency endo therapy devices, may have been operated without maintaining enough distance from the distal end. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for bf-260 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿. Instructions for bf-260 operation manual chapter 4, ¿operation¿ section 4.2, ¿using endo-therapy accessories¿. Olympus will continue to monitor field performance for this device.